Manufacturer narrative:
The covidien customer support engineer inspected the device and verified the device however was unable to duplicate the reported issue. The cse performed the field action for the gui issue and preventative maintenance. (B)(4).

Event description:
A report received from the USA stated the graphical user interface (gui) for an 840 ventilator is sensitive. It was reported, the gui buttons are spontaneously activating. There was no patient involved at the time of the event. The date of the event is unknown.